Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the hospital made a decision to exchange the lvad with another lvad due to suspected device end of life.

Manufacturer narrative:
The device was successfully exchanged with another lvad and the patient remains ongoing without any further issues. The manufacturer was unable to conduct an investigation of the explanted device because it was not returned by the hospital. Additional information provided to the manufacturer indicates that the device was discarded by the hospital at the time of the device exchange. A review of the device history record revealed the device met all applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of its event. No further information is available at this time. The manufacturer is closing its file on this event.